Manufacturer narrative:
A siemens customer service engineer (cse) reported the event. The system is currently installed at the regional office and is being prepared for installation. Patient samples and testing were not impacted. The cse inspected the system and found that a heat sink mounted on the processor board above the rt printed circuit board fell off of the processor board and onto the rt board, causing a short circuit and flash, damaging the rt. The rt printed circuit board was replaced. This is an isolated event and there are no other known incidents involving an advia centaur xp heat sink, mounted on the processor, which malfunctioned. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The real time (rt) printed circuit board of an advia centaur xp instrument caught fire. There were no reports of injury or adverse health consequences due to the rt printed circuit board catching fire.